Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
(B)(4) observational post-market clinical study ¿ evolution® biliary stent system ¿ uncovered this observational, multi-center, post-market study was designed to collect retrospective data from existing databases (e.g., medical records, patient charts) for consecutive patients who underwent evo-b uncovered stent placement from 2014 through 2019 at 2 participating clinical sites in france. The earliest procedure of study stent placement occurred on (B)(6) 2014, and the latest procedure occurred on (B)(6) 2019. Angiocholitis, also known as acute cholangitis, was reported for 1 patient (0.7%, 1/135) within 12 months post-procedure (occurring at 96 days). Hemorrhage and hypotension were reported in 1 patient (0.7%, 1/135) as ¿hemorrhagic septic shock¿ at 98 days. This file will capture 01 x hemorrhage and 01 x angiocholitis.

Manufacturer narrative:
An adverse event has been reported without a device problem. A device malfunction was not reported. Trending will monitor if any future investigation is required. Device evaluation: the evolution biliary controlled-release stent¿ uncovered device involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to the pmcf study. This file is associated with the following complaints: (B)(4) - off label use with aes. (B)(4)- hypotension. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label review: as per the instructions for use (ifu0056), which informs the user of the following potential adverse events "potential adverse events associated with ercp include, but are not limited to: allergic reaction to contrast or medication, aspiration, cardiac arrhythmia or arrest, cholangitis, cholecystitis, cholestasis, hemorrhage, hypotension, infection, pancreatitis, perforation, respiratory depression or arrest, sepsis. It should be noted that the instructions for use (ifu0056) lists ¿cholangitis" and "hemorrhage" as a potential adverse event. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause can be attributed to patient pre-existing conditions and/or a known potential adverse event. From the study it is known that the patient had cancers of bile duct or pancreatic origin. As previously noted, ¿cholangitis" and "hemorrhage" is listed as a potential adverse event in the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation: confirmed quantity, 02 devices were confirmed used. The patient experienced cholangitis 96 days post procedure and hemorrhage at 98 days post procedure. Patient death was reported 98 days post procedure, it was reported that the death was due ¿hemorrhagic septic shock" this adverse event was not related to device or procedure.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 03-apr-2025.